Manufacturer narrative:
H3: product analysis part # 5584009 lot # fa15g019 visual examination confirmed the tip of the driver has broken and the remaining torx tip has been twisted. Optical inspection revealed a flat fracture surface with circular material flow. The damage to the driver is consistent with torsional overload. Additional information: d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having psf adolescent idiopathic scoliosis. It was reported that the screwdriver tip fractured. There were no fragments of the implants or instruments re mained in the patient's body. Product will be returned. There were no patient symptoms or complications reported as a result of this event.